Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges "mouth and throat dry" and "nasal/throat irritation or soreness". There is no allegation of serious or permanent harm or injury. No medical intervention was specified as required by the patient. After the first attempt to have the device and components evaluated, the customer responded that the device will be available for evaluation once he gets the replacement, but it has not yet been returned to the manufacturer for evaluation. The manufacturer is submitting an updated report at this time. After device return and completion of evaluation, a follow-up report will be filed. Patient outcome code grid, evaluation method code grid, evaluation results code grid and conclusion code grid has been updated in this report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges "mouth and throat dry" and "nasal/throat irritation". There is no allegation of serious or permanent harm or injury. No medical intervention was specified as required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.